Manufacturer narrative:
This report is submitted on 20 oct 2020.

Event description:
Per the clinic, the patient experienced pain and swelling around the implant site. The patient underwent a skin revision surgery (specific date not reported), to have the site cleaned and was administered with IV antibiotics during the surgery. The patient was then placed on the course of oral antibiotics, post-operatively.